Manufacturer narrative:
Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one endeavor resolute rx coronary drug eluting stent to treat a moderately tortuous and calcified bifurcation lesion with thrombus located in the distal cx exhibiting 65% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was not performed. The lesion was predilated. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the device failed to cross the lesion and stent deformation occurred in vivo during positioning. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.